Event description:
Attorney notified manufacturer of the following allegation: on or about 02/2003,the patient went to their doctor complaining of swelling in their abdomen in the area of the synchromed pump that was implanted in 2001.their doctor diagnosed a leak in the pump and drained the abdominal cavity. Ten days later patient again began experiencing swelling in the abdominal area and had the pump removed.